Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. External visual inspection confirmed the header was loose. The right ventricular set screw was stuck in the up position, the hex slot was stripped and most of the screw was drilled out. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The loose header and set screw damage were confirmed to be induced.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a lead revision procedure, the device was going to be electively replaced as it was nearing elective replacement indicator. During the procedure, the setscrews were stuck. Oil was applied, but that did not resolve the issue. While attempting to unscrew the setscrews, the header came off. A new device was successfully implanted. No adverse patient effects were reported.